Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported the ins was moved from their left side to their right after a fall where they were thrown off their exercise ball. They went to a follow up after their fall and discovered that their programs weren't working. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that some of their programs were damaged and not working correctly and the fall off the exercise ball was a major factor. There were, possibly, other minor factors like the patient getting confused about the device's operation. The battery was moved from the left side to the right side in (B)(6)2016.